Manufacturer narrative:
A medtronic representative, following up with the site, tested the system and replaced the emitter (field generator). The medtronic representative the completed a navigation system checkout and reported the hardware, software, and instruments passed the system checkout. The system was found to be fully functional after replacement of the emitter. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 04/19/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter has some variance in accuracy. Not defective, but borderline accurate. Recommended installing a replacement emitter. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged being unable to verify the straight suction. The surgeon stated the instrument would "flicker in and out" of the tracking window, and had a distance to divot of approximately 1.8. The site was able to get one suction to verify after several minutes. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. It passed the accuracy test and flexing the cable did not indicate any intermittent opens. The field generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.